Manufacturer narrative:
A sample device was not returned for analysis. Device discarded. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implantation procedure, the lens became stuck in the cartridge and could not be advanced further. At that time, it was observed that the cartridge had expanded and cracked, causing damage to the lens. As a result, the lens could not be fully injected¿firstly because it would not slide within the cartridge, and secondly because it had become defective. The lens was completely fractured and the portion within the anterior chamber was removed without complications. A replacement lens was then implanted without difficulty on same day. Additional information received indicates that there was no damage to the patient, and the patient's current condition is recovered with sequelae.